Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. All available information was investigated and a definitive cause for the reported difficulty deploying the clip cannot be determined. The single leaflet device attachment (slda) was likely a cascading effect of clip deployment issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The clip was placed in a2/p2 and clip deployment was continued, when pulling on the actuator knob; the clip did not immediately release from the mitraclip delivery system (cds), the cds pulled slightly on the clip. The clip deployed, however the clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.